Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) from (B)(4), alleging that their onetouch ultralink meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at 1:30pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had taken more exercise prior to the alleged product issue occurring. An unspecified period of time after the alleged product issue occurred, the patient developed symptoms of ¿dizziness and heavy feet¿. In response to these symptoms the patient self-treated by administering an unspecified dosage of insulin at 1:45pm on (B)(6) 2016. At the time of troubleshooting the cca noted that there was no misuse of the product, the batteries did not need to be changed, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to an adverse event. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.